Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture is currently unavailable. A ge healthcare service representative performed a checkout of the equipment and could not duplicate the reported fault, however a review of the alarm logs indicated the unit alarmed 'inspiratory flow sensor error' on several occasions. The flow sensors were replaced proactively, and the unit was returned to service.

Event description:
The hospital reported that the unit does not mechanically ventilate. There was no report of patient involvement.

Manufacturer narrative:
Device manufacture date has been provided. This event was previously reported as no patient involvement. It is corrected to indicate the event occurred during patient use. Patient information could not be obtained due to country privacy laws.

Event description:
The hospital reported that the unit does no mechanically ventilate. The unit was replaced and the case was able to continue. There was no report of patient injury.